Event description:
Related manufacturer reference number: 2017865-2022-10803. It was reported that the patient presented to the hospital for a follow-up on 4 may 2022. During examination of leads, it was noted that both the right ventricular (rv) lead and the right atrial (ra) lead were dislodged while patient was exercising. The physician explanted and replaced the rv lead and repositioned the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification.